Event description:
On (B) (6) 2010, patient reported that on (B) (6) 2010 she woke up with elevated blood glucose symptoms and an elevated blood glucose reading of 'hi'. Patient's normal blood glucose range is around 130-150 mg/dl. Patient stated she gave herself what she thought was a 14.0 unit bolus of insulin. Patient reported, she checked her blood glucose an hour later and the reading was still 'hi'. Patient stated, she checked her infusion device and noticed there was no insulin in the insulin cartridge. Patient reported, a friend took her to the hospital where she was tested for ketones, given saline, and an IV of insulin r. Patient stated an hour later, her blood glucose reading was in the 400's mg/dl, she was given an additional 10 units of insulin r and sent home around 4 hours later. Patient reported, no errors or alerts were received at any time during this event. Verified this in the alarm history. Troubleshooting did not find any other product issues. Product was replaced and requested return of the suspect product for evaluation.